Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765, lead, implanted:(B)(6) 2010. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  had unexpected longevity and was replaced due to elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.